Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient was admitted to the hospital and the device was checked. Interrogation found the device had reached elective replacement indicator (eri) battery status. Device data was submitted to technical services for review. Technical services reviewed the data and confirmed the device depleted earlier than expected due to an abnormal increase in power consumption. As the device had already declared eri in (B)(6) 2023, it was recommended to replace the device within 28 days to ensure therapy remained available. No adverse patient effects were reported. Evidence suggests the device remains implanted and in service. It was later reported that the patient left the hospital without consent. The physician will attempt to persuade the patient to come back for follow-up and discuss the replacement plan. The physician was made aware of technical services recommendation to replace the device by (B)(6) 2023.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient was admitted to the hospital and the device was checked. Interrogation found the device had reached elective replacement indicator (eri) battery status. Device data was submitted to technical services for review. Technical services reviewed the data and confirmed the device depleted earlier than expected due to an abnormal increase in power consumption. As the device had already declared eri in february 2023, it was recommended to replace the device within 28 days to ensure therapy remained available. No adverse patient effects were reported. Evidence suggests the device remains implanted and in service. It was later reported that the patient left the hospital without consent. The physician will attempt to persuade the patient to come back for follow-up and discuss the replacement plan. The physician was made aware of technical services recommendation to replace the device by april 25, 2023. It was later reported that the device was explanted and replaced on april 28. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The patient was admitted to the hospital and the device was checked. Interrogation found the device had reached elective replacement indicator (eri) battery status. Device data was submitted to technical services for review. Technical services reviewed the data and confirmed the device depleted earlier than expected due to an abnormal increase in power consumption. As the device had already declared eri in february 2023, it was recommended to replace the device within 28 days to ensure therapy remained available. No adverse patient effects were reported. Evidence suggests the device remains implanted and in service. It was later reported that the patient left the hospital without consent. The physician will attempt to persuade the patient to come back for follow-up and discuss the replacement plan. The physician was made aware of technical services recommendation to replace the device by april 25, 2023. It was later reported that the device was explanted and replaced on april 28. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.